Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - old 2 part stems was put in at lake of ozarks. Stem was loose and removed.

Manufacturer narrative:
1644408-2022-01511 was reassessed and determined to be non-reportable.